Event description:
Boston scientific received information that this device was explanted due to an infection. (B)(6) hospital (B)(6), canada, dr. (B)(6) implant date- (B)(6) 2005, explant date- (B)(6)2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).